Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the patient's physician was unable to determine the cause of the event. The patient thought it was probably displaced by recent back surgery. The device was working.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they had spinal surgery at the end of february and the pt confirmed the surgery was not related to complications with the implanted device. The surgeon took the implanted neurostimulators out of the pocket. Patient said they know that because they read the medical notes however there was no note about putting it back in the pocket, and now the ins was floating around and caused discomfort when doing exercises when rehabbing their back. Patient stated it's only happened 3 times and it's concerning to them but they have gotten a very strong electrical shocking sensation at the lower edge of where the stimulator is. Patient noted the therapy does work but they get very strong shocked sensations at the base of the generator which they think is odd since the lead comes out at the top of the stimulation. Patient also mentioned the incision and where the surgeon was working was very close to where their stimulator was so they know the surgeon pulled it out of their pocket but they don't know who put the device back into the pocket and they guessed a resident. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.